Event description:
The physician reported that high impedance was detected during a diagnostic test. As a result, the patient's device was disabled, and x-rays were requested. The patient denied any recent trauma or anything that could have contributed to the lead problem, but it was noted that the patient is in a group care facility. The patient is in a wheelchair and is cognitively delayed. Clinic notes were received and revealed that the patient had an increase in seizures in (B)(6) 2011. The patient had about eleven seizures, whereas prior to november, the patient was having about one or two seizures per month. The patient has been referred for revision surgery. However, it has not occurred to date. Attempts for additional information have been unsuccessful to date. A battery life calculation was performed with the history available in the in-house database, and the results were positive.

Manufacturer narrative:
Device failure is suspected and may have contributed to the patient's increased seizures.